Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Event description:
It was reported that a primary audible alarm failure occurred. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact, and there were no signs of any external damage to the pump. No primary audible alarm error codes were found in the event history log (ehl). After the power up and audio test, the customer reported issue was not duplicated during the investigation process, no primary audible alarm was experienced. Root cause of the reported issue is indeterminable as no fault was found. The device speaker was replaced as a preventive measure, and a power up process, preventive maintenance, audio test and all functional tests were performed and passed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: d4: correction: model number: 4000.